Event description:
It was reported to philips that the c-arm geometry movement stopped working during scan. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment and the procedure was completed by moving the flex arm manually. Field service engineer (fse) visited onsite to check the issue reported by the customer. A review of the system logfiles found that an adjustment to the frontal stand was necessary. Upon troubleshooting actions, fse identified that the system had lost its z2 current and position values. Fse recalibrated the z2 current and position values. After repairs, the system was returned to use in good working order.